Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery is not holding a charge. Multiple attempts were made by tandem technical support but further information was unable to be obtained. There was no reported adverse impact to the customer's blood glucose level.